Event description:
Plastic end of IV extension set that screws into hub of IV was cracked and leaking. New set obtained and used. No impact to patient. Ref# (B)(4). Mfg date 11/25/25. Exp date 9/1/28. Lot # 688725.